Event description:
During eval of the device for a different symptom, the co2 door was found to be stuck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.